Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited high capture threshold. All other testing was stable and within normal limits. The lead was reprogrammed. There were no adverse events to the patient. The patient would continue to be followed-up normally.